Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient was suspected of methicillin-resistant staphylococcus aureus infection. There were no additional adverse effects reported. The product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not lead related.